Manufacturer narrative:
The medela thopaz+ pump was removed from the patient due to an error message and was replaced with a competitor's pump. On 9/4/25 the thopaz+ was delivered to medela llc and was evaluated on (B)(6) 2025. The device was run for one hour and no error messages occurred. The log file showed recent errors but could not be reproduced. The device passed testing.

Event description:
On (B)(6) 2025, a facility contacted medela llc and alleged that while using a thopaz+ pump an internal error message occurred. It is undetermined the length of time the error message was on until discovered by the treating surgeon in the morning. The patient developed pneumothorax.